Event description:
During evaluation by service, the device overheated to 131 degrees f. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.